Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a hematoma and infection in the implantable cardioverter defibrillator (ICD) pocket. The device and all leads were extracted. No further patient complications have been reported as a result of this event.